Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding discrepant results for three (3) separate patients in association with the vidas® sars-cov-2 igg (9cog) 60t (ref. (B)(4), lot 1008090900). For two (2) patients, vidas® sars-cov-2 igg obtained a negative result, while the pcr test method obtained positive results. The results of the third patient were negative as expected; however, the test value (tv) was higher than expected. An internal biomérieux investigation was performed. During the investigation, the results observed on quality control samples during two (2) external quality assessment challenges (ctcb and cap survey), were compliant to the expected interpretations when tested on the retain kit of the customer¿s lot vidas® sars cov-2 igg lot 1008090900. Three (3) samples from the customer (identified as pp6171162, rn6171191, and lecl) were received for testing for the investigation. The samples were tested on the retain kit of the customer¿s lot vidas® sars cov-2 igg lot 1008090900, and on a different lot, vidas® sars cov-2 igm. The two (2) patient samples pp0617162 and rn0617191 were found negative for igg with values close to those obtained by the client. For igm, all three (3) samples were also found to be negative. The customer¿s samples were also tested on euro immun kits, antisars-cov-2 elisa iga and antisars-cov-2 elisa igg. The vidas® sars cov-2 igg negative results were confirmed for both igg and iga serology for two (2) of the samples (rn6171191 and lecl). The sample pp6171162 gave a positive result for both kits. This sample pp6171162 was also tested with an in-house western blot using the same main raw materials as those used in the manufacturing of vidas sars cov-2 igg assay (rbd antigen and conjugate). The sample showed specific bands against rbd antigen with a revelation on igg and iga leading to a positive interpretation. For sample pp6171162, the hypothesis could be an igg antibodies level just above the positive threshold of vidas® sars cov-2 igg assay. Based on the investigation, there is no reconsideration of vidas® sars cov-2 igg lot 1008090900/210512-0 performance.

Event description:
A customer in (B)(6) notified biomérieux of obtaining discrepant results for three (3) separate patients in association with the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot 1008090900). The sample from a symptomatic patient was tested twice via the pcr test method and once using vidas® sars-cov-2 igg (9cog) 60t lot 1008090900. The pcr tests obtained positive results, vidas® sars-cov-2 igg obtained a result of 0.96, negative. The customer confirmed the most recent qcv test obtained passing results. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. Biomérieux has initiated an internal investigation.